Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Additionally reported was "massive pulmonary embolism" which has been confirmed as not related to the device. Manufacturer of device is unknown. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. Additionally reported was "massive pulmonary embolism" which has been confirmed as not related to the device. Manufacturer of device is unknown. Device remains implanted.